Event description:
A report was received stating a tracheostomy tube experienced a crack while being used on a patient. The patient was re cannulated without incident. There was no report of patient harm.

Manufacturer narrative:
Covidien reference: (B)(4).

Manufacturer narrative:
(B)(4). One sample of a taperguard endotracheal tube was received for evaluation. An inflation/deflation test was performed. A 25cc of air was applied to the cuff using a syringe. It was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small tear. The reported issue that the cuff would not inflate was confirmed.